Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that an anterior chamber of an ophthalmic system had disappeared during irrigation/aspiration (I/a). Surgery was continued and successfully completed without any patient impact on same day. Procedure details impact have not been provided.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) (B)(4) was opened on december 3, 2024 to address the reported event. The manufacturer performed an on-site assessment and was unable to confirm or replicate the reported event. On december 3, 2024 the customer reported that anterior chamber of console was disappeared. Based on the results of this investigation, the reported event cannot be confirmed. Per the sr, the ar found the system to have no problem. The customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).